Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred during prime of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h11: h11: the actual device and a video were received for evaluation. Visual inspection of the actual sample was performed, and a hole/cut/slice was observed in the tubing on the patient line. Leak, clear passage, and clamp function testing were performed and a leak from the hole in the tubing was observed. The video was reviewed and showed the presence of a water droplet on the tubing. After removal, the droplet reappears, confirming a leak at the tubing location. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.